Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the suture was not confirmed as a portion of the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4115 was removed and code 10 was added. H6 - investigation findings: code 3221 was removed and code 114 was added. H11 - additional mfg narrative: updated based on returned device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device after an interventional lliac artery embolization. Reportedly, upon deploying the sutures, they became entangled within the device. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.